Manufacturer narrative:
Patient information unknown. Date of event is unknown. The 510k: this report is for an unknown radial head prosthesis /unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date is unknown. Complainant part availability is unknown. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Patient code: the event required medical/surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a removal and revision of a radial head prosthesis on (B)(6) 2018. The patient was initially implanted with one (1) 28 mm zero height extension radial head on an unknown date. It was subsequently discovered on an unknown date that the top of the joint was overstuffed and its head was too big. So, the patient was brought to the operating room and the surgeon sized the radial head and revised it to a 22 mm radial head. Concomitant device reported: unknown radial stem (part # unknown, lot # unknown, quantity 1). This report is for an unknown radial head prosthesis. This is report 1 of 1 for (B)(4).